Event description:
It was reported that the programmer head was losing communication with the implantable device intermittently. The programmer head has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the rf head also failed uplink testing due to the cable being out of electrical specification. It was also noted that the label was missing the back coating. (B)(4).